Manufacturer narrative:
The EKG cable was replaced. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the iabp would not acquire an EKG. They used the pressure trigger to initiate the pumping and replaced the EKG cable. The pump recognized and acquired the EKG. The therapy was continued. No patient injury was reported.